Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: three samples model 2420-0007 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and one set leaked at the top of the silicone segment. Visual inspection under the microscope showed a pinhole at the location of the leak. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: we have experienced a product failure with our primary bd tubing, MFR# 2420-0007. IV tubing leaking. Pt arrived from cvor and it was noted there was fluid dripping from the IV pump. When opening the door of the pump fluid (insulin) was leaking from the stretchy part of the IV tubing. This has happened several times over the last couple of months and has been reported.